Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after a sleeve gastrectomy where this device was used, the patient required an additional surgical procedure for a bleeding vessel in the mesentery. The device had worked properly during the procedure with closing the vessel bundles. The amount of blood loss was life threatening. A transfusion was required, and the patient is currently stable.